Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
On (B)(6)2010 - pt underwent mesh implant and a wound vac was placed directly on top of the mesh. At the time of the implant, the pt was reported to have had an anastomotic leak/infection present from bowel content leakage. On (B)(6)2010 - during a dressing change, the pt was noted to have a tear/split in the mesh in the area directly underneath the vac sponge. The bowel was eviscerated in this area. The vac sponge setting was reported to have been on low. Moist dressings are currently being applied. On (B)(6)2010 - the pt is scheduled to undergo surgery to repair the defect/bowel evisceration.